Event description:
Patient called and stated that he has been experiencing excruciating pain that has lasted since about one week after his (initial) surgery (2003). Revision surgery was performed. Pain persists.